Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that the procedures were being performed in the cicu. A few of the physicians from this facility have reported catheters migrating after they have been sutured. They are stating that the catheters are slipping out of the notch in the catheter, leaving the sutures, but not the catheter in place. These catheters were being placed in the radial artery. It is not known how many times this has occurred. They do not know if this caused any delays in treatment and there were no pt deaths or complications reported.